Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and allergy to metals ("allergy ¿ nickel"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea had resolved and the allergy to metals outcome was unknown. The reporter considered allergy to metals and dysmenorrhoea to be related to essure. The reporter commented: discrepancy noted in essure insertion (B)(6) 2016 and (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- dysmennorhea (cramping), allergy nickel, she did not undergo confirmation test. Reporter information, essure removal date were added. Essure insertion date were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), allergy to metals ("allergy ¿ nickel"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), pelvic pain ("pain: pelvic"), pain in extremity ("pain: through the leg"), rash ("rashes on hands"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and hypoaesthesia ("numbness") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced migraine ("migraine/headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, pelvic pain, pain in extremity, menorrhagia and vaginal haemorrhage had resolved and the allergy to metals, alopecia, dyspareunia, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, rash, hypoaesthesia and hormone level abnormal outcome was unknown. The reporter considered allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypoaesthesia, menorrhagia, migraine, pain in extremity, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion date: (B)(6) 2016 . On (B)(6) 2016 (discrepancy noted). On (B)(6) 2016, surgical pathology revealed left fallopian tube and essure system fragments: fallopian tube with vascular congestion and paratubal cyst. Essure device grossly identified. Right fallopian tube and essure system fragments: fallopian tube with vascular congestion. Essure device grossly identified. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical record received. Following events¿ hair loss, dyspareunia, fatigue, bladder infection, urinary tract infection, vaginal infection, migraine/headaches, pain: pelvic, pain: through the leg; rashes on hand, abnormal bleeding (vaginal, menorrhagia); numbness and hormonal changes were added. This case is medically confirmed. Reporter, demographics was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.